Manufacturer narrative:
Patient age and weight were not available when requested from the site. Log investigation showed: system was shutdown before coming out of e-stop. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Site reported that during a spine case, when the o2 was around the patient, the pendant displayed "to calibrate motion hold m". The site restarted the o2 a few times. Tech services instructed the site to remove the o2 from around the patient and hold the m button in order to re-initialize home. This resolved the issue and the site continued with the case. This issue caused about a half hour delay. No harm to the patient.